Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing. The customer was to inspect the blower bellow seal, make sure the circuit is straight and test lung is supported to address the issue. If this does not correct the issue, the system board is to be replaced.